Event description:
It was reported by a patient¿s contact person that the peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy had experienced peritonitis. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the outpatient clinic on (B)(6) 2022 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the outpatient clinic on (B)(6) 2022 presented with stenotrophomonas maltophilia and a white blood cell (wbc) count of 2370/mm3. The patient was diagnosed with peritonitis due to unknown causes. It was explained the patient was given a post-infection survey and no specific cause was found; however, the pdrn stated the patient recently went camping and the most likely cause was from environmental factors. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin at 2000 mg twice a week for two weeks and ip gentamycin at 100 mg daily for two weeks. The patient is recovering from this event while remaining asymptomatic. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues pd therapy on the same liberty select cycler following this event.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler with the liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain. It is well established pd patients are at high risk for infections of the peritoneum. The root cause of the patient¿s peritonitis cannot be determined as there was no reported source; however, it was confirmed this event was not due to a deficiency or malfunction of any fresenius product(s) or device(s) by a medical professional. This is further evidenced by the presence of a nosocomial, opportunistic pathogen in an immunocompromised host. Therefore, the liberty select cycler with the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the required information, there is no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported by a patient¿s contact person that the peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy had experienced peritonitis. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the outpatient clinic on (B)(6) 2022 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the outpatient clinic on (B)(6) 2022 presented with stenotrophomonas maltophilia and a white blood cell (wbc) count of 2370/mm3. The patient was diagnosed with peritonitis due to unknown causes. It was explained the patient was given a post-infection survey and no specific cause was found; however, the pdrn stated the patient recently went camping and the most likely cause was from environmental factors. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin at 2000 mg twice a week for two weeks and ip gentamycin at 100 mg daily for two weeks. The patient is recovering from this event while remaining asymptomatic. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues pd therapy on the same liberty select cycler following this event.